Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 232mg/dl, 145mg/dl, 212mg/dl.. Tests were done within less than 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.